Manufacturer narrative:
The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05202. It was reported the distal tip of the rotawire was broke and remained inside the patient. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The unspecified balloon and stent were unable to deliver to severely calcified lesion. So, the physician then decided to perform rotablation on proximal lad with a 330cm rotawire and a 1.25mm rotalink burr. The burr was then up sized to 1.5mm rotalink burr, during ablation it was noted that middle part of the distal tip(2.2cm) on the wire fractured. The physician tried to retrieve the fractured portion with a snare but failed. The physician planned to fix the separated wire tip with stent to the vessel wall; however; the fractured portion was pushed into the distal side branch of the lad while replacing it with a non-bsc workhorse wire and was left inside the patient¿s body. No further patient complications reported and patient status was stable, so the patient was discharged the next day. In the following week, the patient was admitted to ICU due to brain disease. According to the doctor who did rotablation procedure, all values related to heart were normal. The doctor thinks rota wire fracture didn¿t contributed to the patient¿s re-admission to hospital.